Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back reading of 330 mg/dl, 180 mg/dl and 20 mg/dl on the blood glucose meter. These values, when plotted on a clarke error grid fell into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.